Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows partial view of a clinician holding the catheter which was implanted in patient body. A tear was noted in the catheter tube. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the left axillary vein using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure it was noted that subcutaneous leakage of saline solution upon needle insertion. Upon opening the port pocket, a tear in the catheter was discovered, prompting the reinsertion of a new port system. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the left axillary vein using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure it was noted that subcutaneous leakage of saline solution upon needle insertion. Upon opening the port pocket, a tear in the catheter was discovered, prompting the reinsertion of a new port system. The current status of the patient was unknown.